Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp). The device was removed due to unknown reason and replaced with a new ipp. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The device was replaced due to a impending erosion out of the side of one of the corporal bodies. The patient had a good outcome.